Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "upon inspection of the csv files, a normalizer drift can be seen during the run in channels 585, 630 and 680 leading to suspected false positives result."

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " upon inspection of the csv files, a normalizer drift can be seen during the run in channels 585, 630 and 680 leading to suspected false positives result."

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number(B)(6) had a "false positive." Service has escalated these false positives for further investigation. This instrument complaint was added to escalation project ep-0142. Review of device history record for instrument ct2185 is not required because this complaint does not allege an early life failure or failure at installation and the complaint was confirmed through other means. Device was installed on 18mar2021. Service history review was performed for the instrument ct2185 no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received by quality for investigation and thus, returned sample analysis is not performed. The complaint is confirmed by service. The root cause cannot be determined with the information provided. Complaint history for ¿results¿ was reviewed for the month of may 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Review of risk management documentation indicates that the potential risk of the reported failure mode was assessed as severity s3 with potential harm is incorrect therapy, possible medication adverse event via document baltrm-maxinst-aph, revision 21, lines hw27, hw70, and sw85. H3 other text : see h.10.